Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30302423 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "during placement of a push percutaneous gastrostomy: placement of an anchor that didn't hold because when closing the washer, the wire broke. Placement of another anchor a few centimetres away. Installation of the 3rd anchor, which also broke off at skin level. A total of 2 faulty anchors, using a second kit." The procedure was completed with another kit.